Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 operator of device is patient/consumer.

Event description:
It was reported that the device was presenting with no message alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition were all intact upon receipt. Error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation, no fault was found. Root cause of the reported event is unknown, but it is possible to have been a defective downstream sensor or cassette product. It is recommended to replace the downstream sensor and recalibrate the upstream sensor as preventive measure. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500, e1: correction: name and address: phone number updated.